Event description:
Patient with stage 1, 2 diffuse lamellar keratitis (dlk) on the right eye. Patient with corneal abrasion and transient light sensitivity syndrome. Symptoms on the right eye only.

Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date which occurred on (B)(6) 2013, due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the event) will make the evaluation difficult. The clinic is reporting this event only and did not request field service or clinical support. Placeholder.